Manufacturer narrative:
(B)(6).

Event description:
It was reported that the balloon ruptured. The 90% stenosed target lesion area was located in moderately tortuous and severely calcified superficial femoral artery. A 5.00mm/2.0cm/135cm peripheral cutting balloon was selected for use in extremity vasodilatation procedure. During the procedure, the balloon ruptured during the second inflation at a nominal pressure. The procedure was completed with a different device. There were no complications reported.